Event description:
Customer was not feeling well so she ran a blood glucose test on her contour meter at approximately 11:00am and the result was 199mg/dl. There was no medication adjustment but ultimately she had a hypoglycemic episode and members of her household gave her glucose tablets and crackers to eat. She re-tested herself about 11:30am and received a reading of 84mg/dl. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer